Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, opening crack, opening. Leak test was performed and found opening crack on diaphragm and openings. A microscopic analysis was performed which identified opening crack in the diaphragm valve and openings striated in the anterior/posterior side. Based on the device analysis the final assessment is a crack opening on diaphragm valve due to cracked valve seat diaphragm valve, two striated edge opening on anterior side due to surgical damage and a striated edge opening on posterior side due to surgical damage.

Event description:
Healthcare provider reported a right side deflation. Device has been explanted.